Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately one month later, the patient complaints of abdominal pain. After seven months, a computed tomography (CT) abdomen and pelvis with contrast was performed and it revealed a vena cava filter was seen. One of the struts extends into the proximal right renal vein. After one year and three months, a computed tomography (CT) abdomen and pelvis with contrast was performed and it revealed that the filter struts have penetrated through the wall of the inferior vena cava into the pericaval/mesenteric fat. One leg penetrates into the duodenum. The filter was tilted to the left with its proximal cone lying on the wall of the inferior vena cava possibly embedded in it. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava. However, the investigation is inconclusive for alleged filter tilt and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2018).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in prior to an invasive abdominal surgery both times and due to clotting disorder. Approximately five months post filter deployment, a computed tomography scan demonstrated that the filter migrated to kidney, spine and struts perforated in to the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reported experienced abdominal pain; however, the current status of the patient is unknown.